Manufacturer narrative:
(B)(4). After an investigation it was found that capsule is without damage. Device operated within specification. Root cause analysis remains inconclusive.

Event description:
Customer reported bravo ph capsule failed to attach. There was no harm to the patient. Repeat procedure was performed.